Event description:
It was reported that perforation was diagnosed when a pericardial effusion was detected by echo six weeks post implant. Elevated pacing thresholds were observed. The patient reported symptoms of chest pain and shortness of breath. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.